Event description:
It was reported to target that during the procedure. The retriever wire was stretched during back and forth movement. Upon inspection of the returned product on 10/16/1998, it was discovered that the wire was broken making this complaint a MDR. The pt's health was not affected from this outcome.